Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended. The physician elected not to make the programming changes at this time. The patient will be reassessed at the next follow-up in clinic.